Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer¿s blood glucose was unknown. The customer states the insulin pump had liquid under the liquid crystal display and screen went unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in the motor assembly. We were unable to perform functional test due to blank display. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.